Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) on (B)(6) 2024 due to bent cannula. Length of ER stay was seven and half hours. The event occurred within three hours of insertion. The insertion site was back. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Ketones were reported high. The patient was released from the hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.